Event description:
It was reported that after insertion, the intraosseous needle detached from its guard. The infusion was impossible to perform. The needle remained in the bone of the patient. The needle was pulled out with difficulty with an applier by a doctor. The consequence was a delay in the treatment of the patient during an emergency situation.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Manufacturer narrative:
(B)(4). The customer returned one ez-io 45mm needle + stabilizer bx/5 (EU) for evaluation. The needle cannula, hub, stabilizer, and ez connect line were all returned. Visual inspection revealed the hub was separated from the needle cannula and the cannula was bent. The complaint is confirmed. There was evidence of adhesive residue on the proximal end of the cannula where it inserts into the cannula hub. The outer diameter of the cannula hub was measured to be 0.7520 inches which is within the specification requirements of 0.745 - 0.755 inches per cannula hub drawing 5159 rev 13. With tfx ID: (B)(4). The outer diameter of the cannula was measured to be 0.0720 inches, which is within the specification requirements of 0.071 - 0.073 inches per cannula drawing. The supplier was consulted for further evaluation of this complaint issue. According to the supplier, the evidence of glue adhesive on the proximal needle cannula is indicative of proper needle set assembly. The bend and damage observed on the cannula was likely caused during removal as the customer reported using appliers to remove the cannula. It is unlikely that the cannula would separate from the hub if used in accordance with the IFU , as the minimum torque requirement is 6.0-inch lb. Cannula hub drawing was referenced for design specification requirements. Cannula drawing was referenced for design specification requirements. The IFU states "do not rock or bend the catheter. Improper technique may cause catheter to break.". In summary, the complaint is confirmed. The hub was separated from the needle cannula and the cannula was bent. There was evidence of adhesive residue on the proximal end of the cannula where it inserts into the cannula hub. Dimensional inspection revealed that the cannula and cannula hub met the respective specifications for their outer diameter. The supplier was consulted for further evaluation of this complaint issue. According to the supplier, the evidence of glue adhesive on the proximal needle cannula is indicative of proper needle set assembly. The bend and damage observed on the cannula was likely caused during removal as the customer reported using appliers to remove the cannula. It is unlikely that the cannula would separate from the hub if used in accordance with the IFU , as the minimum torque requirement is 6.0-inch lb. The IFU states, "do not rock or bend the catheter. Improper technique may cause catheter to break." However, a device history record review could not be performed since manufacturing records were not available from the supplier. Therefore, the root cause cannot be determined based on the available information. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that after insertion, the intraosseous needle detached from its guard. The infusion was impossible to perform. The needle remained in the bone of the patient. The needle was pulled out with difficulty with an applier by a doctor. The consequence was a delay in the treatment of the patient during an emergency situation.